Event description:
(B)(6) from the technical service provider (B)(6) reports in an e-mail to our service technician medical, (B)(6), that according to the customer the cot slid down at the footend. Mr (B)(6) states that the following work was performed on the cot: (B)(4) pneumatic spring assembly, green was renewed because of oil leakage. The (B)(4) side tube dampener was renewed because of deep incisions in the slide tube. The (B)(4) handle guard left and right were bent and therefore renewed. The (B)(4) retractable handle pull cable was flexed at the head end and was renewed.